Event description:
On (B)(6) 2012, the patient contacted animas to report his blood glucose reading was elevated to 579 mg/dl after he had a call service alarm 064 during priming. At the time of concern, the patient had frequent urination and a headache. The call service alarm was clear after the infusion set and cartridge was replaced. The basal rate was set correctly. The call service alarm was not a reoccurring issue. This complaint is being reported because the patient had elevated blood glucose reading above 500 mg/dl while on insulin pump therapy. Use error and intentional misuse involving the animas product could not be ruled out a contributor to the event. Hence, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2013- device evaluation: the cartridge has not been returned; a retain sample of the same lot has been evaluated by product analysis on 01/15/2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.